Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uvhd, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturing representative reported the patient's pocket wound was opening up, everything was fine as of (B)(6) 2015, seemed to be infected. The patient was implanted earlier in (B)(6) 2015. Diagnostics showed high impedance and pocket site discomfort. Actions/interventions included antibiotics and the wound was re-sutured to close it. Patient was on antibiotics as of (B)(6) 2015. Follow-up is being conducted for outcome of the infection and cause and actions taken for the impedance. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received from the consumer reported that there was a confirmed infection. This occurred in (B)(6) 2015. Oral antibiotics were taken. There was an implantable neurostimulator (ins) explant and it was unknown if the leads were explanted. The infection resolved. It was also reported on (B)(6) 2016, that the patient had the device removed due to infection.